Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the mission. During the procedure, the device needle separated at the seams. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one mission disposable core biopsy kit. Following components received: one (1) mission disposable core biopsy instrument, one (1) depth stop and 0ne (1) 10mm adapter. On visual evaluation, the mission disposable core biopsy instrument was received with protective tubing. The mission disposable core biopsy instrument appeared to have residue throughout the case. The mission disposable core biopsy instrument was returned in initial configuration with the cannula at the 00 mm position. There appeared to be very slight gap between the uppercase half and the lowercase half. On microscopic visual observation, it was noted the upper case half front prongs were noted to not be fully engaged with the lowercase half housing. The device was disassembled while preserving the front prongs condition and it was noted the front prongs were bent inward. Due to the complaint reporting break, no functional testing was performed. Therefore, the investigation is unconfirmed for the reported break as no break was observed to the device and the investigation is confirmed for the identified material twisted/bent as it was noted the front prongs were bent inward. A definitive root cause for the break and identified material twisted/bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the mission. During the procedure, the device needle separated at the seams. The procedure was completed by using another device. There was no reported patient injury.